Event description:
It was reported that during the implant, the right ventricular (rv) lead was noted with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 407645 implantable pacing lead 2013 (B)(6). (B)(4).